Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings compared to her feelings. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 6:08 pm, prior to her evening meal, the patient was experiencing the symptom of shaking. While symptomatic, the patient obtained the blood glucose reading of 4.6 mmol/l (83 mg/dl) on the reported meter, which she claimed was inaccurately high. Afterwards, the patient administered self-treatment by consuming food and/or a drink and felt better afterwards; she did not seek any medical attention. Earlier on the day of this event, the patient had obtained the pre-lunch blood glucose reading of 10.7 mmol/l at 12:20 pm. The patient claimed her expected pre-lunch readings range from 7.0 mmol/l to 9.0 mmol/l, and that the reading of 10.7 mmol/l was unexpectedly elevated. The patient ate her lunch and took her usual dose of 44.0 units humalog mix/25 insulin, and then slept for five hours. The patient woke up experiencing the symptom of shaking. The patient manages her diabetes with the set doses of humalog mix/25 insulin 44 units in the morning and 34 units in the evening. The patient also reported a similar event occurred on (B)(6) 2012 at 4:17 am when the patient awoke experiencing the symptom of shaking. While symptomatic, the patient obtained the blood glucose reading of 4.8 mmol/l on the reported meter. The patient administered self-treatment by drinking soda and felt better afterwards. Troubleshooting revealed the meter was set to the correct unit of measure, and the test strips were in good condition and within opened expiration dating. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter and taking insulin, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/27/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter was evaluated and the primary complaint could not be reproduced. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips passed testing with no faults found. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.